Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope and bradycardia due to loss of right ventricular (rv) lead capture. Unstable thresholds were also observed and a fracture was confirmed. The lead was inactivated but remains in the patient. No further patient complications have been reported as a result of this event.